Manufacturer narrative:
The insulin pump alarmed a33 during prime/a33 test at 4 pounds due to faulty force sensor resistor gold. Unable to perform basic occlusion, occlusion, prime/a33 and excessive no delivery tests due to a33 alarm. The insulin pump passed displacement, operating currents, self and off no power tests. No blank display and no display anomaly noted. No screen flickering and no horizontal line during our testing. The insulin pump has cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corner.

Event description:
The customer reported a blank display on the insulin pump, and experiencing recent high blood glucose values. During troubleshooting the customer reported vibration, a flickering screen, and lines on the screen of the insulin pump. The customer was advised to discontinue use of the device and to revert to a backup plan until a replacement arrived. The customer's blood glucose value was 148 mg/dl. At the time of the phone call with the helpline. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.